Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer¿s insulin pump had multiple power error detected alarm. The customer¿s blood glucose level was unknown. It was reported that they had received multiple power error detected error on the insulin pump and in history it was found that alarm occurred for every four hours. The customer was advised to discontinue the use until replacement arrives returning to back up plan as per healthcare professional instructions until replacement arrives. The insulin pump will not be returned for analysis.